Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient experienced packaging issue on (B)(6) 2026. The infusion set sterile packaging was not sealed properly misshaped, not intact. No further information available.